Event description:
During review of the vns patient's programming history on (B)(6) 2011, it was discovered that on date of implant, (B)(6) 2007, a faulted system diagnostics test occurred that changed the patient's settings from output=0ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=180sec/magnet output=0ma/magnet pulse width=500usec/magnet on time=60sec to output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60sec/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. Although the patient was interrogated afterwards, the patient's settings were not corrected until their next visit on (B)(6) 2007.

Manufacturer narrative:
Analysis of programming history.